Manufacturer narrative:
UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The following were found on visual inspection: cracked right plunger case, bottom case cracked by l-bracket and cracked electrical receptacle. No missing component was found on the main board. Pump event history log review identified a motor rate error. A motor drive test was performed and the error was duplicated. The root cause of the reported issue was found to be an old/worn motor, worm coupling, worm gear and drive train. The pump is over 15 years old. Actions were taken to mitigate the reported issue: replaced motor and drive train assembly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that a motor rate error, missing component on main board occurred. No patient injury was reported.